Event description:
The report received from the field states that after deployment of the palmaz genesis stent the balloon of the stent delivery system (sds) would not deflate. The age and gender of the patient is unknown. The target lesion was a chronic total occlusion of the common iliac artery. The lesion was not pre-dilated. The product was prepped in the normal fashion and nothing appeared to be defective prior to insertion into patient through a 7f brite tip sheath. After successfully crossing the lesion with the sds the balloon was inflated and the stent was deployed at 8 atmospheres. The balloon inflated with a great deal of resistance at the site of stenosis. The contrast used to inflate the balloon was non-ionic at 50/50. After deployment of the stent the balloon would not deflate. After several attempts with a 50 cc syringe, the balloon was not coming down. Therefore, the physician pulled the inflated balloon against the sheath to get pressure on it to assist with the deflation with a 50 cc empty syringe pulled negative. The procedure was successful. The stent was placed in its intended location. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report received from the field states that after deployment of the palmaz genesis stent the balloon of the stent delivery system (sds) would not deflate. The target lesion was a chronic total occlusion of the common iliac artery. The lesion was not pre-dilated. The product was prepped in the normal fashion and nothing appeared to be defective prior to insertion into patient through a 7f brite tip sheath. After successfully crossing the lesion with the sds the balloon was inflated and the stent was deployed at 8 atmospheres. The balloon inflated with a great deal of resistance at the site of stenosis. The contrast used to inflate the balloon was non-ionic at 50/50. After deployment of the stent the balloon would not deflate. Several unsuccessful attempts with a 50 cc syringe were made after which the physician pulled the inflated balloon against the sheath to apply pressure against it to assist with the deflation which was then successful. There was no reported patient injury. One non sterile catheter long gen / pro 59 x 90 bil 135 was received coiled inside a plastic bag. Balloon was inflated and deflated, the stent was not received with the device. An attempt to inflate the balloon was done however the balloon could not be inflated therefore deflation test was not performed. Analysis results showed that both the inflation lumen and the guidewire lumen presented no evidence of blockage or any other anomaly that could be related to the reported failure. During analysis, it was found that the inflation lumen was obstructed by dried residues of inflation media. The proximal seal was not obstructed. Failure reported by the customer was confirmed, the exact cause of the failure reported is likely related to the residues of dried inflation media found in the inflation lumen. Controls are in place to prevent defective balloons from leaving the facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and procedural factors and is not related to a product quality issue.